Event description:
No additional information.

Manufacturer narrative:
It was reported that the sets were unable to prime. Two samples model 10013902, lot 24069361 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water and one sample was successfully primed. One sample was not able to be primed. Visual inspection under the microscope showed signs of excess solvent at the filter outlet port. The customer complaint was able to be verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of occlusion between tubing-sleeve/filter could be related to issues with the pin used in the solvent dispenser. Failure mode was addressed and approved on september 06th, 2024 to update the standard work instruction and to specify that for sleeve-filter joints it must use medica 15 solvent dispenser with 1.4mm pin to assure the correct consistency of solvent and proper assembly.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded. The following information was received by the initial reporter with the following: it was reported by customer that they has been experiencing issues with the bd low sorbing filtered extension set. : as you are aware, dfci has been experiencing issues with the bd low sorbing filtered extension set bd# 10013902 for an extended amount of time. However, until now we have not been able to isolate specific lots affected.